Event description:
The manufacturer received information alleging an issue patient noticing black particles from the door of the device and filters and is in fear of ingesting black particles from using the recalled device. Device has service required message, particles in airway from device, related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.